Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when they mounted the conical tip and screwed the end to tighten the scope, the distal conical tip broke. Device was not used in the pt. A replacement device was used to complete the case. No pt effect was reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).